Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the reset was isolated to a corrupted boot loader file. The root cause for the corrupted bootloader file was could not be positively identified. No adverse event resulted from the defective monitor.